Manufacturer narrative:
Carefusion file identification: (B)(4). Carefusion received the ventilator from the customer, and it was tested with a known good patient circuit and ac adapter connected to the ventilator. The ventilator passed the 94 hour extended tests at customer¿s settings. The ventilator also passed the initial-final test and initial alarm volume test. No further issues were noted. Carefusion was not able to duplicate the reported issue. (B)(4)

Event description:
The customer reported that the blower exceeds demand error appeared on the ventilator while on a patient. The customer also reported that there was no patient harm involved in this incident. The customer shipped the suspect device to carefusion for analysis. Carefusion's field service engineer was not able to duplicate the reported issue. No further issues were noted.